Event description:
It was reported that it was difficult to inflate the catheter balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed by CAPA association. Visual inspection noted one temperature sensing catheter was received. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was noticeably difficult to inflate the balloon. The balloon was dissected to find that the inflation notch was not completely perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: -tool wear of the notch puncher. -no preventive maintenance to verify the correct functionality of the puncher knife. -lifetime for knife and replacement control. -incorrect positioning of the shaft into the punching machine. -manufacturing procedure does not address visual aids as support for production operators. -detection/control method is not enough for failure detection." Corrections: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the catheter balloon during the pretest.